Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after "4 hours of treatment for 30 minutes" with polyflux170h, the patient experienced chest tightness, shortness of breath, and irritating cough. Blood flow was reduced and the patient was given 10mg of dexamethasone sodium phosphate injection intravenously. It was reported that the symptoms did not improve. The dialyzer was replaced and treatment was continued with no further issues and discomfort reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.